Event description:
The iab was inserted into the pt on 3/25/98 at 1:45 p.m. On 3/26/98 at 10:30 pm, poor augmentation was noted and the iab leaked. The iab was removed with difficulty at 11:15 p.m. The pt had a stroke as a result of the event. The iab was not returned for evaluation. (Event complications: the pt had a stroke - reported 7/17/98.) (Pt's current status: discharged-reported 7/17/98.)